Event description:
Pt arrived in ed with diagnosis of leaking infusaport. Pt was brought to or for removal. Fractured port was removed but a portion had broken off and migrated to the pt's left ventricle. Pt was transported to interventional and the retained portion of the port was successfully retrieved.